Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the surgeon had mentioned that the pulley wires on the fenestrated bipolar forceps were frayed. The pulley wire was visibly frayed. The instrument had been removed from the shelf indefinitely. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.